Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experience permanent headaches and no hearing benefit from the implant due to patient's anatomy. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.